Event description:
N/a.

Manufacturer narrative:
The valve was returned for evaluation: DHR: lot 3621635, conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected; needle holes in the needle chamber were noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. The catheter was irrigated no occlusions noted. Root cause: no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim programmable valve was implanted in a patient via ventricular peritoneal shunt on an unknown date with an initial setting of 30mmh2o. The physician reported after shunt implantation, ¿the shunt effect appeared, and the ventricles gradually became smaller, so setting was reset to 70mmh2o.¿ however, after that, the ventricles expanded again and set to 30mmh2o, it was confirmed that the ventricles did not become smaller and the flow of cerebrospinal fluid was impaired. The patient was taken to the operating room on an unknown date for a revision surgery with the valve of another company. The patient recovered after the procedure.